Event description:
It was reported that a as lvp 20d 2ss cv experienced tubing expansion during use. The following was reported by the initial reporter: "rn attempting to deliver a fluid bolus via alaris pump; pump alarmed, rn noted that latch over tubing cassette was partially opened. When she opened the latch completely, she noted a bulge in the tubing."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that the pump alarmed, rn noted that latch over tubing cassette was partially opened, when she opened the latch completely, a bulge was noted in the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a as lvp 20d 2ss cv experienced tubing expansion during use. The following was reported by the initial reporter: "rn attempting to deliver a fluid bolus via alaris pump; pump alarmed, rn noted that latch over tubing cassette was partially opened. When she opened the latch completely, she noted a bulge in the tubing."